Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was torn. The ¿ok¿ button responded intermittently while the remaining buttons responded properly. Removal of the keypad cover found contamination under all of the button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen. In addition, it was observed that the battery compartment was cracked from the finger pad to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ and ¿down¿ arrow buttons required multiple presses to elicit a respond. Patient reported that there was no damage to the pump and no evidence moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.